Event description:
The customer reported that while working on a patient that had abdominoperineal rectum cancer, the device was being used with no issues. When the device was applied to the perineum and vagina, the device jaws could not be re-opened and the knife blade did not retract. The tissue was described as being hard. The instrument was manually removed and another device of the same type was opened in order to continue the procedure. The procedure was extended for more than 30 minutes. There was no patient injury, bleeding or tissue damage reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.